Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. H4 unknown.

Event description:
It was reported that the pump did not give any alarm and the cassette did not deliver the medication. The patient reported experiencing dizziness, headache, pain, feeling out of breath, and tired for about 2 hours from starting the new cassette. The issue was resolved. No patient injury reported.

Manufacturer narrative:
Device identification, operator of device, and protocol number are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.